Event description:
Patient reports receiving a high reading (178 mg/dl) on adc meter and medicated himself. Felt light headed and confused. Patient reports treatment was sought at an unnamed medical facility and that he was diagnosed with severe hypoglycemia.